Event description:
It was reported that the patient had an elective replacement indicator (eri). It was noted that the patient reported that he did not do an impedance check. It was noted that impedances were fine during the procedure. Additional information received reported that the patient saw the eri message and met with the manufacturing representative on the following day. It was noted that there was an impedance check done during interpretative testing on the date of implant and on the day of report. It was noted that impedances were perfect. It was noted that no malfunctions were found. It was noted that the amount of electrodes used were decreased and the patient was encouraged to turn off the implantable neurostimulator (ins) at night while sleeping. It was noted that the outcome was that the patient was getting good coverage. Additional information received reported that the patient was getting and eri on her patient programmer. It was noted that intra-operative impedances were checked and perfect. It was noted that the manufacturing representative checked and impedances at 0.7 volts and none were out of range. It was noted that impedance range was 400-800 ohms with a reference to 0. It was noted that with reference to electrode 1 there was a range of 826-480 ohms. It was noted that a longevity calculation was performed at 24 hours and the following settings with no cycling: program 1: 4.0 volts, 60 hz, 450 pulse width, and 380 ohms. It was noted that program 2: 7.0 volts, 60 hz, 450 pulse width, and 205 ohms. It was noted that longevity estimate was 3 months. It was noted that the implantable neurostimulator (ins) battery voltage on the day of report was 2.875 volts. It was noted that 6-7 days following implant the patient saw eri. It was noted that the patient was reprogrammed on tuesday of last week when the event was reported but did not recall changing the programming a lot.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), implanted, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the battery depleted prematurely. It was noted the patient received an elective replacement indicator (eri) message two weeks after implant. It was further noted that the number of contacts were decreased during reprogramming. The reporter stated the battery would last 3-4 months based on the patient¿s high usage. The reporter further stated the patient was leaving the area for the summer and wanted a rechargeable battery put in. It was noted the patient initially wanted a non-rechargeable battery implanted. It was further noted there were no patient symptoms or complications associated with the event. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient was doing well.

Manufacturer narrative:
(B)(4).